Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Functionally the reload was loaded into a pmv repre sentative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Based on the evidence available the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy functional side to side anastomosis procedure, for the third firing for functional side to side anastomosis, the surgeon fired the device, however, at the distal staple line, the device stuck on the tissue and tissue damage was caused. The surgeon said the tissue might have been stuck in the clamp cover. The device was removed from the tissue by force . At the distal staple line, the device stuck on the tissue. The damage was treated by manual suturing. Oozing bleeding occurred as a result of the issue. The status of the patient is no problem.